Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was returned to the customer for use. The removed therapy pcb assembly was returned to the failure analysis center for further evaluation.  The cause of the reported issue was found to be a broken filter, designator fl29.

Event description:
The customer initially reported that the device had its service indicator illuminated and had logged multiple event codes. After a device evaluation by physio-control, it was observed that the device would not recognize the connection of the defibrillation therapy cable assembly. There was no report of any patient use associated with the reported issue.